Event description:
It was reported that during a moderately tortuous, moderately calcified, posterior descending artery to posterior lateral artery bifurcation, two unspecified guide wires were advanced and the lesion was pre-dilated with an unspecified balloon. A xience nano 2.25 x 8.0 mm stent delivery system (sds) was advanced, but would not cross the moderately calcified lesion and was removed. One of the guide wires was removed and a guideliner was inserted. The same xience nano sds was re-advanced and crossed the lesion. The xience nano stent dislodged from the sds and was found distal to the lesion. A trek balloon dilatation catheter (bdc) was advanced over the same guide wire to successfully crush the xience nano stent against the vessel wall. Another non-abbott sds was advanced over the same wire but would not cross the lesion due to the patient's anatomy. The procedure was abandoned. Reportedly, there could have been resistance between the xience nano sds and the guideliner with the re-advancement of the sds. There was no adverse patient effect or no clinically significant delay in the procedure reported. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - re-insertion of the xience nano sds. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the instructions for use states that an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.